Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a new guardrails library was uploaded on (B)(6) 2020 and was not transferred to any of the pcus; therefore, what was being displayed on the pump was different than what the actual infusion should be. This forces the nurses to use basic infusion which negates all safety inherent when using the guardrails. It was later reported that the facility's cybersecurity team was notified of potential vulnerability. There was no patient harm.

Manufacturer narrative:
The device is no longer considered a source. Please close/cancel this MDR.

Event description:
It was reported that a new guardrails library was uploaded on (B)(6) 2020 and was not transferred to any of the pcus; therefore, what was being displayed on the pump was different than what the actual infusion should be. This forces the nurses to use basic infusion which negates all safety inherent when using the guardrails. It was later reported that the facility's cybersecurity team was notified as a precautionary step to ensure their network was secured. There was no patient harm. It was later reported that they do not believe the issue had anything to do with the pc units or the large volume pump {lvp) modules.